Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's ins was overdischarged due to the patient forgetting to recharge. They were unable to connect using telemetry. The antenna locate feature was used to make a connection, recharged 25%, cleared power on reset (por), the patient was instructed to charge fully and keep it charged. The issue was resolved at the time of the report. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the consumer regarding the same issue that they were unable to charge the implantable neurostimulator (ins) and was only seeing the reposition antenna screen. The consumer confirmed that they would be calling their managing health care provider (hcp). The patient had an MRI recently and was afraid that might have something to do with the reason they were not able to charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had poor/no telemetry with recharging. The patient stated that they couldn¿t get the implant to charge anymore andsome time ago when they were able to charge the implant it wouldn¿t hold a charge. It was reported that the patient didn¿t know exactly when they last successfully were able to charge their device, but stated maybe ¿two months or so ago¿. The patient was redirected to follow-up with their healthcare provider to address their possible overdischarged device. It was reported that the patient had their charger on the call and saw the ¿reposition antenna¿ screen on their recharger. The patient was not able to communicate with another external device. During the call (B)(6)2017 they also attempted to communicate with their patient programmer and they got the poor communication on the patient programmer screen. The patient indicated that they did not have a healthcare provider (hcp) for their device and that they just had a primary care physician. It was reviewed that the hcp would have to invite a manufacturing representative (rep) to address the likely overdischarge. The patient stated that they would check with their pcp if they would invite a rep. A list of hcps was sent to the patient. No symptoms were reported. The event date for the issue of the patient¿s device not holding a charge was asked but unknown but it was indicated that it was when the patient was still able to charge their ins. The patient did say maybe a month ago and it was reviewed that this didn¿t make sense as they stated it was about two months ago when they were last able to charge their device. The patient stated that they didn¿t know and that they were just guessing. It was also asked but unknown when the issue of not being able to charge occurred, but the patient mentioned maybe a month or so ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the scs stopped working and they could not restart it. The event date was not clarified. No patient symptoms were reported. No further complications were reported.